Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 270 mg/dl range and a bolus was delivered. The customer thought that the bg level was due to stress. During a pump system check, the time was found to be off by 3 minutes and the customer reported that the pump lost time over a 6 week period. The time was corrected by the customer. During the night the customer reported that the insulin may be getting warm at night due body heat. Reportedly, humalog was used in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hours when used in the cartridge. The customer acknowledged the information.